Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. (B)(4) - incomplete. The expiration date is currently unavailable.

Event description:
The sales rep reported via phone that the customer's 8x23 absorbable interference screw cracked during an acl revision. The sales rep stated that the patient had hard bone and the surgeon was forcing the screw in and pressing hard when the screw cracked. There were no patient consequences or delays. The case was completed with a smaller screw in the same bone hole. The device was discarded by the customer.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary : the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. Pictures were not provided. This complaint is not confirmed. The initial report stated that the patient had hard bone and the surgeon was forcing the screw in and pressing hard when the screw cracked, which could¿ve caused the failure. The case was completed with a smaller screw, indicating a possibility of a bone prep error, perhaps the bone hole was too small for the screw implant, however this cannot be determined. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).